Event description:
The user received a questionable vitamin b12 result for one patient sample. The exact date of testing was not known. It was unknown if the erroneous result was generated from this analyzer or elecsys 2010 serial number (B)(4). See the medwatch with patient identifier (B)(4) for elecsys 2010 serial number (B)(4). The initial result was <31 pg/ml and the repeat result was in the normal reference range of 211-946 pg/ml. The exact repeat result was not available. All of the results were reported outside the laboratory. The repeat result was considered to be correct. It was unknown if the patient was adversely affected. The vitamin b12 reagent lot number was not provided. The user declined a service visit.

Manufacturer narrative:
The suspect medical device was the vitamin b12 reagent.

Manufacturer narrative:
A root cause could not be determined due to the limited information provided by the customer. The customer indicated no further information will be available. The site indicated there are no current problems with the analyzer or the b12 assay. No adverse events were reported.